Event description:
Procedure type: laparoscopic colectomy of cecum with terminal ileum. According to the reporter: when the device was loaded, a u-shaped staple come off of the tip of the device. The fallen clip could not be retrieved. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).